Manufacturer narrative:
Hillrom technical attended the account trying to obtain the resolution for this alleged issue. The hospital maintenance and nurse unit manager were unable to clarify any additional information on the reported malfunction as they were not aware of the issue and their beds are maintained by a third party. The customer was unable to identify what action was taken to resolve the alleged issue. Based on this information, no further action is required.

Event description:
Hillrom received a report from a hillrom technician stating the bed had no audible brake not set alarm. The bed was located at the account. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint (B)(4).

Manufacturer narrative:
The investigation of the alarm by a hillrom service technician is still pending. No further information is available on the repair of the bed at this time. The investigation is ongoing, however when additional relevant information is identified following completion of the investigation, the additional relevant information will be submitted in a final report.

Event description:
Hillrom received a report from a hillrom technician stating the bed had no audible brake not set alarm. The bed was located at the account. There was no patient/user injury reported. This report was filed in our complaint handling system as (B)(4).